Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer's blood glucose level. The customer service team arranged to replace the damaged charging supplies. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.